Event description:
It was reported that omnipod 5 charging cord cable gets really hot when she charges her controller. She stated it is the area that plugs into the controller that gets hot, not the controller itself. She stated she has to use a paper towel to grab it. The patient did not mention any messages on the controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.